Manufacturer narrative:
So far, no samples were received, so we were unable to fully investigate this incident. A device history record review was completed for the lot number, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
The customer reported "the cap on the needle is falling off when you pull the safety back so you can give your vaccine, also sometimes when you remove the needle from the package".